Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4). Device evaluated by MFR. :the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50 mm x 12 mm nc emerge® balloon catheter was advanced for dilation. However during inflation at nominal pressure, the balloon ruptured. The device was removed and the procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen.there were numerous hypotube kinks.the balloon, markerbands, proximal bond and tip were microscopically examined. The wire lumen was flattened. Functional testing using an inflation device was used to inflate the balloon to the rated burst pressure for 5 minutes and did not confirm the reported balloon burst. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. Because there was no evidence of any product quality deficiencies, it was considered likely that the kinks and wire lumen flattened were attributable to procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50mm x 12mm nc emerge® balloon catheter was advanced for dilation. However during inflation at nominal pressure, the balloon ruptured. The device was removed and the procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status was stable.